Event description:
It was reported that after 10,000 joules and 45 minutes of use, the fiber cap came off causing the fiber to end fire during a photo selective vaporization of the prostate (pvp) procedure. The fiber was removed and cleaned. The fiber tip was observed to be rotating independently and was no longer aligned with the laser aperture. There was no excessive tissue accumulation and the fiber did not overheat. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported event fiber tip break and forward firing were confirmed as analysis identified a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. Based on analysis, the tip is present. It is probable that the circumferential fracture occurred due to elevated temperatures near the laser beam output window. Circumferential fractures have the potential to result in forward firing. Analysis found that the metal cap exhibited severe charred detritus adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Proximal to the fracture the fiber was observed to rotate independently of the metal cap. Also, moderate devitrification was observed at the output window. The metal cap exhibited severe charred detritus adhesion on its surface which is indicative of heavy tissue contact during the procedure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted confirmed that the aiming beam was visible at the output window, as intended. Also, the hene test did not identify breakage along the fiber's length. The connector cone, segments, and tabs were in good condition and secured. The control know was attached and aligned wit the fiber and could rotate the fiber. Labelling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that after 10,000 joules and 45 minutes of use, the fiber cap came off causing the fiber to end fire during a photoselective vaporization of the prostate (pvp) procedure. The fiber was removed and cleaned. The fiber tip was observed to be rotating independently and was no longer aligned with the laser aperture. There was no excessive tissue accumulation and the fiber did not overheat. The procedure was completed with a second fiber without clinical consequences to the patient.